Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer almost died and was in a coma. The patient's blood glucose at the time of incident was 42 mg/dl. The customer met with a professional who administered insulin through the insulin pump, and the customer believes that the low blood glucose may have come from over-delivery of insulin. When the paramedics arrived she was treated with a sugar cube and glucagon shot, and by the time she arrived in the hospital her blood glucose was raised to 362 mg/dl. No products were returned or replaced.